Event description:
The consumer was in their bedroom with their left hand on the walker. They reached to turn the bed down with their right hand. The walker allegedly broke, causing them to fall and hit a piece of furniture. The consumer allegedly sustained a cracked 8th rib and broken 9th rib.